Event description:
It was reported that "current pump is excessively draining battery life, requiring battery changes anywhere from every 2-5 days". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.